Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of an right atrial (ra) lead the lead exhibited high thresholds. It was also reported that the during attempted implant of the right ventricular (rv) lead the helix was unable to be extended/ retracted after 6-7 deployments. The leads were not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.